Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, experienced an allergic skin reaction with itching, drainage, and pustules on the neck, back, legs and abdomen. The patient went to the doctor and was prescribed desloratadine 5 mg, once a day, to be taken as long as the irritation lasts. At the time of the report the itching had stopped but the pustules were still present. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).